Event description:
Medtronic received a report the cuff on the endotracheal tube was torn. Customer indicated there was no patient injury with this event. Additional information associated with the complaint has been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. Information.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated immediately. A visual inspection was performed and it was observed the cuff is burst. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the endotracheal tube was torn. Customer indicated there was no patient injury with this event